Event description:
Medical staff reported an unknown side device rupture diagnosed by mammography and ultrasound. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Medical staff reported rupture diagnosed by mammography and ultrasound. Physician confirmed "patient experienced pain/discomfort in breast, ultrasound and mammograph confirmed rupture in the right side. The device has been explanted and replaced with non-allergan device.

Event description:
Medical staff reported rupture. Physician confirmed "patient experienced pain/discomfort in breast. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening assessed as unidentified (tear) opening (shell thickness was within specification) ¿ pain: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Physician confirmed "patient experienced pain/discomfort in breast, ultrasound and mammograph confirmed rupture in the right side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.